Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had increased thresholds. Technical services (ts) reviewed and found loss of capture on the presenting electrogram. Ts advised threshold trends have risen over the last year. The health care professional noted the patient will be seen in the clinic soon. This crt-p remains in service. No adverse patient effects were reported.